Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the right tube was inserted more in the proximal uterus with the tip noted with the essure coil andable to be seen translucent through the tube. This was near perforation on the right side.') And pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test.". The patient's medical history included post ablation syndrome. Concurrent conditions included crohn's disease. On (B)(6) 2001, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2003, the patient experienced migraine ("migraine headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), hypersensitivity ("hypersensitivity"), heavy menstrual bleeding ("menorrhagia"), intermenstrual bleeding ("metorhagia"), female sexual dysfunction ("apareunia,"), dermatitis allergic ("allergy: rash/skin condition"), iron deficiency anaemia ("anemia"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), vaginal infection ("vaginal infection"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), nausea ("nausea,") and visual impairment ("vision probs") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomy and vrobotic-assisted total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, hypersensitivity, heavy menstrual bleeding, vaginal haemorrhage, intermenstrual bleeding, female sexual dysfunction, dermatitis allergic, iron deficiency anaemia, urinary tract disorder, cystitis, vaginal infection and migraine outcome was unknown and the weight increased, fatigue, gastrointestinal disorder, hormone level abnormal, nausea and visual impairment had resolved. The reporter considered abdominal pain, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2001 and (B)(6)2001. Date(s) of insertion: (B)(6) 2006 (discrepancy noted as per pif). Essure procedure placement along with novasure ablation. The right tube was inserted more in the proximal uterus with the tip noted with the essure coil and able to be seen translucent through the tube. This was near perforation on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the right tube was inserted more in the proximal uterus with the tip noted with the essure coil and able to be seen translucent through the tube. This was near perforation on the right side.') And pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test.". The patient's medical history included post ablation syndrome. Concurrent conditions included crohn's disease. On (B)(6) 2001, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2003, the patient experienced migraine ("migraine headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), hypersensitivity ("hypersensitivity"), heavy menstrual bleeding ("menorrhagia"), intermenstrual bleeding ("metorhagia"), female sexual dysfunction ("apareunia,"), dermatitis allergic ("allergy: rash/skin condition"), iron deficiency anaemia ("anemia"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), vaginal infection ("vaginal infection"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), nausea ("nausea,") and visual impairment ("vision probs") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomy and robotic-assisted total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, hypersensitivity, heavy menstrual bleeding, vaginal haemorrhage, intermenstrual bleeding, female sexual dysfunction, dermatitis allergic, iron deficiency anaemia, urinary tract disorder, cystitis, vaginal infection and migraine outcome was unknown and the weight increased, fatigue, gastrointestinal disorder, hormone level abnormal, nausea and visual impairment had resolved. The reporter considered abdominal pain, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2001 and (B)(6) 2001. Date(s) of insertion: (B)(6) 2006 (discrepancy noted as per pif). Essure procedure placement along with novasure ablation. The right tube was inserted more in the proximal uterus with the tip noted with the essure coil and able to be seen translucent through the tube. This was near perforation on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Case becomes an incident. Event added: fallopian tube perforation. Removal was added. Reporters, concurrent conditions, removal surgery names and dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.